Event description:
It was reported that during the implant procedure, the tined lead could not be inserted into the ipg. The physician backed out of the setscrew so that he was able to insert the lead but he could not tighten the setscrew with the torque wrench. A hex wrench was used to tighten the lead into the ipg. The next day impedance readings were all over 4,000 ohms and x-ray confirmed that the lead was not properly secured to the ipg. A new ipg was implanted successfully. The patient required extra anesthesia but no complications were reported.

Manufacturer narrative:
Further general anesthesia; final device analysis revealed a procedural non-conformance. The ipg setscrew was backed out too far and cross-threaded.